Manufacturer narrative:
No sample was received for foreign material in the eye, which looks metallic. No lot number was identified with this complaint; therefore, the mfg device history record for this complaint could not be reviewed. A photo supplied with the complaint does show foreign material present within the eye. The foreign material cannot be identified from this photo. The presence of foreign material in the eye is confirmed through the photo. The identification and source of this foreign material cannot be determined. Reusable handpieces must be cleaned properly per the dfu after each use. (B)(4).

Event description:
A surgeon noted small pieces of metal on a male pt's iris post operatively. The pt's eye at this time is quiet. There was no additional medication therapy used post-operatively. The surgeon suspects this may be caused by not following the recommended cleaning instructions for the handpiece. This report is the first of two pts for this facility.